Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal fentanyl at 100 mcg/day and bupivacaine at 7.5 mcg/day. The indication or use was non-malignant pain. Since implant, the patient had received no relief from the pump therapy. The patient had osteomyelitis as a preexisting condition. The patients sciatic nerve was currently inflamed. The patient was given a therapeutic bolus, and he received 6 hours of relief. The patient was given 2 shots. The patient called his health care provider (hcp) and could not get in until 2016 (B)(6). The patient requested a manufacturing representative at his appointment and wanted to know if the manufacturing representative could get them an appointment sooner. The hcp wanted to double the medication again to try and resolve the issue. The hcp said it could take a month for the pump to work. The patient was trying to walk, and his legs were collapsing. The patient was in bed for 24 hours, and if he had to get up, it was killing him. The patient confirmed that the pump was not alarming. The patients leg was swollen. They were going to check the volume for discrepancies, but they did not have a syringe. The patient said he was at 50 mcg/day of fentanyl and 4 or 5 mg/day of bupivacaine. The patient mentioned (B)(6) many years ago (preexisting to the pump). Additional information was received from a consumer via a manufacturer representative on 2016 (B)(6). It was reported that the pump was replaced on 2016 (B)(6) due to the patient complaint of inadequate pain relief. It was noted that a catheter dye study was performed on 2016 (B)(6) which found the catheter to be patent. It was indicated that the pump was infusing fentanyl [400 mcg/ml] at a dose of 130 mcg/day and bupivacaine [30 mg/ml] at a dose of 9.766 mg/day. The pump was sent back for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2017-jan-24 revealed a non-significant anomaly regarding impact dents on the pump exterior which did not affect post explant pump performance. As per the pump¿s log, the following medications were being administered as of (B)(6) 2016: fentanyl with concentration 400.0 mcg/ml at a simple continuous dose rate of 130.22 mcg/day, and bupivacaine with concentration 30.0 mg/ml at a simple continuous dose rate of 9.766 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.